Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and blood glucose (bg) meter occured. The sensor was inserted into the arm on(B)(6)2024. The product was evaluated. An external visual inspection was performed and passed. Performance data was reviewed and the allegation was confirmed. The probable cause could not be determined via product. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.